Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
It was reported: the plate and screw did not lock well. I redid the drill a few times, but in the end it didn't lock.